Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up several episodes of inappropriate automatic mode switching (ams) were seen, relating to retrograde conduction with competitive atrial pacing. Device programming changes were made to resolve the issue. The patient's condition was stable.